Event description:
It was reported that a male patient was implanted with devices 11 months ago for treatment of a high energy open pilon fracture of the right distal tibia. During a post operative visit, it was determined that there was an infection at the fracture site. The surgeon proceeded with hardware removal on (B)(6), 2014. All hardware was removed and no further procedures occurred during the explant. It was reported that the surgery was successfully completed. This report is for three unknown possibly cannulated screws. This is report 16 of 16 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: (B)(6). Additional device info: this report is for three unknown possibly cannulated screws. Implant date: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.